Manufacturer narrative:
Batch review performed on 22 may 2026: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot. 2600881: (B)(4) items manufactured and released on 11-feb-2025. Expiration date: 2031-jan-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.3644hct flat pe hc liner d 36/e (k103721) lot. 2531514: (B)(4) items manufactured and released on 15-jan-2026. Expiration date: 2030-dec-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to joint luxation after about 23 days from the primary. The surgeon revised the flat pe hc liner d 36/e to a face chang 10&deg; pe hc liner d 36/e and revised the biolox 36mm head s to a 36mm biolox head m. The surgery was completed successfully.